Event description:
During insertion of biopolymer plate over c6-7 level, it was aborted due to breakage of screw at c6-7 level. The inion biopolymer plate and screws were removed and spectrum plate was placed. The screw head broke off of the shaft. Removal instrument could not be used. Screw was drill out-to remove. Spectrum was on the sterile field. Prolonged surgeryapproximatly 5 minutes.